Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9041085.

Event description:
According to the available information, when attempting to remove the catheter the balloon was unable to be deflated with a syringe. To deflate the balloon the balloon was pierced by echography by abdominal punction. The patient had to be sedated to allow bladder punction. The exit from the post-intervention room was delayed.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9041085. On 25th october, we received one used sample. After decontamination, we observed that the balloon was burst, pierced by the medical team because it could not deflate the balloon. In addition, the valve was cut off. In this situation, the sample does not allow us to identify a root cause explaining the difficulty of deflation. Balloon deflation issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing. A similar case study was performed based on folysil silicone catheter, same defect:"balloon deflation difficult/impossible" over last four year: 52 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to the available information, when attempting to remove the catheter the balloon was unable to be deflated with a syringe. To deflate the balloon the balloon was pierced by echography by abdominal punction. The patient had to be sedated to allow bladder punction. The exit from the post-intervention room was delayed.